Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that on the second day of usage of the mp1000-c, a leak was observed during a 5f infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a leak during a 5f infusion was not confirmed. Visual inspection observed no anomalies. No fluid leakage or air ingress was identified during flush through of mp1000-c sample, both during connection and when tested independently. The associated connecting product was not provided for investigation and therefore it is not possible to confirm whether they may have caused or contributed to the reported events. The root cause of the reported leak during a 5f infusion was not identified.